Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, he received a "level sensor disconnection" error message. There was no patient involvement.

Manufacturer narrative:
The srt confirmed the reported complaint. The level sensor has a broken connector. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be accordingly.